Event description:
It was reported that during a routine follow-up session in (B) (6) 2010, the device was noted to have been at eri (elective replacement indicator) since (B) (6) 2009. The patient stated that he received an electrical shock in conjunction with changing a light bulb at approximately the time the device went to eri, but the patient was unsure of the exact timing. The device was explanted and replaced. No patient complications have been reported as a result of this event, and the patient's status was reported as "good".

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) analysis of performance data from the device revealed anomalous battery voltage measurements caused by a measurement lock up resulting in an unclearable eri (elective replacement indicator). The condition was the result of a timing anomaly internal to a pacing/sensing integrated circuit.